Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for analysis. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the complaint was unable to be confirmed. However, there was no evidence of product non-conformances or labeling /IFU inadequacies identified in the evaluation. Investigation results suggest that patient factors (calcification, tortuosity) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned for evaluation.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, the physician was unable to track the 29 mm sapien 3 valve and 29 mm commander catheter through the tortuosity and calcium. As a result, they needed to deploy the valve in the descending aorta. A second 29 mm sapien 3 valve was prepared and inserted in the patient using a long gore sheath and stiff wire. The second valve was implanted in the native aortic annulus. No patient complications were reported.